Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. (B)(6) 2022, is the patients start date of the evaluation. It was reported that the device was not working, so they called the clinician and found out the lead came out. The patient stated they still have one lead in place. The patient is unable to make adjustments at this time due to a communication error, but will see her clinician tomorrow to resolve this.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown. Product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.